Event description:
It was reported the device has a scratched lens and it is continuously beeping. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. During investigation found fluid ingression on the downstream occlusion sensor and a scratched lens. Replaced defective downstream occlusion sensor and lens. The cause of the reported problem was traced to the user manipulation of the device. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: catalog number: 21-6400-51 d4: model number: 6400 d5: operator of the device: other e4: customer reported to FDA: no information

Manufacturer narrative:
B5) additional information was received indicating that the event had no patient involvement.